Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified, however patient movement and compromised intraoperative visualization were the contributing factors. MFR# reference: (B)(4).

Event description:
It was reported that during attempt to implant the stent from a backup device, the surgeon inadvertently implanted one (1) of the two (2) stents from a trabecular microbypass stent system around the scleral spur. There was no report of patient injury. Through follow-up, the surgeon reported that during postoperative examination, the stent was viewed slightly posterior to the pigmented trabecular meshwork. The surgeon believes patient movement and limited angle view contributed to the reported event. There was no report of adverse impact to the patient, and the patient will continue to be monitored.